Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. External/internal inspection was performed and passed. A volumetric accuracy test was performed and the device failed. Temperature was within specifications. An inspection of the door assembly revealed the door piston foam deteriorated. The cause for the failed volumetric accuracy test was determined to be deteriorated door piston foam. The door piston foam (2 each) will be scrapped. The device was sent to service. Should additional relevant information become available, a follow-up report will be submitted.